Manufacturer narrative:
The device was received for evaluation. An event history log review was performed, and it was noted that there was a system error 20602 (monitor motor stall) and a non-interrupting system error alarm. During evaluation, the system error 20602 was able to be reproduced. A test run was performed on the pump, and it was noted that the motor was emitting a griding sound when running at 125ml/hour. The system error 20602 occurred after two minutes of the test infusion. Fluid residue was found in the shuttle covers which caused the shuttle to stick. To resolve this issue, the shuttle covers were cleaned and retested and it was noted that the griding noise had been resolved. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump (lvp), a system error 20602 (monitor moto stall) occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.